Manufacturer narrative:
A ge svc rep performed an onsite investigation. The input/output board and the video processor board in the workstation were reseated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed an error and there were no images on the monitors. No pt injury was reported.